Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the initial surgery was performed in (B)(6) 2015 due to complex knee joint instability. An arthroscopy was performed due to an existing problem. It revealed a metallosis with reactive synovitis.

Manufacturer narrative:
Investigation: due to the fact that the prosthesis is still in-situ, an investigation could not be performed. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: up to now it is not possible to determine exactly a possible root cause for this failure. Based on the information available and as a result of our investigation, most probably a product related failure can be excluded. Rational: due to the fact that there are no more registered complaints regarding this lot, we assume that this failure is not product related. According to the developement department it could be a hyperextension (overstretching of the knee). This may occur if the insufficient ligamentous apparatus and the dorsal capsule of the patient cannot prevent this. Under unfavorable conditions (suboptimal prosthesis position, unorma gait pattern etc.) It may occur such an enormous hyperextension (beyond-12°) that there is a metal to metal contact between the hinge part and the anterior inner box. No CAPA is necessary.